Event description:
It was reported that the catheter could not be irrigated. During a pulse field ablation (pfa) procedure for atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the main lumen could not be flushed. The catheter was replaced, and the procedure was successfully completed with an alternative device. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.